Event description:
It was reported the procedure was being performed in interventional radiology. During use the orange wire support portion came loose from the catheter and basket. As a result, a new ptd was opened and used to complete the procedure. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).